Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tnl) results from two different pt samples that were generated by the access instrument. The accu tnl result from pt a was 10.18ng/ml. The result was rpeorted out of the lab and questioned by the physician. The customer repeated the pt original sample for accu tnl along with qc. The accu tnl result was "normal", but qc failed. The customer was not sure which result is correct (the initial one or repeated). In addition, the customer indicated that accu tnl result of 12.89ng/ml from another pt (b) was reported out of the lab and questioned by the physician. No more information regarding pt b was provided. The customer indicated that pt a received a cardiac catheterization. No death or serious injury related to this event has been reported.